Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# unknown: product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Banna, q. A. Et al. Fatigue fracture of a dbs extension cable: a pictorial review. Ann. R. Coll. Surg. Engl. (2025) doi:10.1308/rcsa nn.2025.0012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding fatigue fracture of a dbs extension cable: a pictorial review. The following medtronic device was used: activa rc. Among all patients adverse events / device product performance issues included: a 37-year-old man noticed a gradual worsening in his tremors. On unipolar interrogation, high impedance (>2,000o) was observed in contact 1 and 2. The patient then complained of a shock-like sensation in his neck and a need for frequent battery recharging. An x-ray examination revealed an unusual breach in the extension cable. There was a breach in the insulation sheath. The patient underwent extension cable replacement. No further information was provided pertaining to medtronic products.